Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice disposable set was leaking from the cassette. The leak on the cassette was discovered while priming the set. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h10. H10: the actual device was returned for evaluation without a pouch. Visual inspection was performed and a crack was observed at the side of the welded cassette. An underwater pressure test was performed, and a leak was observed at the crack location. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.